Event description:
A zoll patient service representative (psr) called zoll customer support to report that she was unable to re-baseline a (B)(6) male patient. The patient was issued a replacement monitor and was re-baselined.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to re-baseline patient) was confirmed. Upon investigation, the driven ground resistor r781 on the monitor c/a board was shorted, which prevented the monitor from completing a baseline. The root cause of the shorted driven ground resistor could not be positively identified. No adverse event resulted from the shorted r781 resistor. The patient received a replacement monitor.